Manufacturer narrative:
One (1) actual device was received for evaluation containing 114 ml of fluid in the device along with a companion sample. A visual inspection was performed on both devices using the naked eye which showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed from the actual device, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed on both devices and found to be within the product specification range. The reported condition was not verified on the actual or companion samples. Both devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through (2) small volume folfusors. During treatment, it was observed that the device was not delivering the medication dose. The device was returned, and it was still full of medication after starting therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.